Manufacturer narrative:
Lin, l., jiang, b., campos, j., beaty, n., bender, m., tamargo, r., . . . Coon, a. (2018). Abciximab (reopro) dosing strategy for the management of acute intraprocedural thromboembolic complications during pipeline flow diversion treatment of intracranial aneurysms. Interventional neurology, 218-232. Doi:10.1159/000486458. The pipeline device will not be returned for evaluation as it was implanted in the patient. From the provided information, the intra procedural thromboembolic complication was likely due to inadequate platelet inhibition. This event does not appear to be due to any defect of the ped. Mdrs related to this article: 2029214-2018-00497, 2029214-2018-00498, 2029214-2018-00499, 2029214-2018-00500, 2029214-2018-00501, 2029214-2018-00502, 2029214-2018-00503, 2029214-2018-00504, 2029214-2018-00505, 2029214-2018-00506, 2029214-2018-00507, 2029214-2018-00508, 2029214-2018-00509, 2029214-2018-00510, 2029214-2018-00511, 2029214-2018-00512, 2029214-2018-00513, 2029214-2018-00514, 2029214-2018-00515, 2029214-2018-00516, 2029214-2018-00517, 2029214-2018-00518, 2029214-2018-00519, 2029214-2018-00520, 2029214-2018-00521, 2029214-2018-00522, 2029214-2018-00523, 2029214-2018-00524, 2029214-2018-00525, 2029214-2018-00526, 2029214-2018-00527, 2029214-2018-00528, 2029214-2018-00529, 2029214-2018-00530, 2029214-2018-00531, 2029214-2018-00532, 2029214-2018-00533. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of intra-procedural and post-procedural complications involving the pipeline device. The purpose of this article was to review the experience of using abciximab (reopro) in the management of thrombus formation during pipeline embolization device (ped) procedures. The authors retrospectively identified 30 cases that fit their criteria. The patients' mean age was 58 years; 26 of the patients were female. In case 15, a patient (age 50s) underwent placement of a ped 5x20, 5x20, 5x25 in the treatment of an 18mm left cavernous ica aneurysm. The patient experienced intraprocedural thromboembolic complication and was administered 15mg ia reopro with resolution of the clot. The patient did not experience any post-procedure adverse event. The patient's discharge and 5.8-month follow-up mrs was 0.